Manufacturer narrative:
Corrections: d4 (lot/UDI/expiration date), h4 (manufacture date). Investigation ¿ evaluation: it was reported that after childbirth, the patient lost about 350ml of blood due to uterine atony. The surgeon placed a bakri tamponade balloon catheter into the patient's body through the vagina to stop the bleeding as treatment for postpartum hemorrhage (pph). When the balloon was placed for 20 ml of fluid injection, it was found that the balloon was leaking. The bakri balloon was replaced immediately. After the leakage occurred, the patient lost about 100ml of blood for a total estimated blood loss of 450 ml. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. No blood transfusion was performed. The balloon was not tested before use. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device(s) was also conducted. One device was returned for investigation. A function test was performed, and water was observed to leak through the flushing port. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found two non-conformance's reported for lot which were determined to be unrelated to the reported complaint. A complaint history database search showed two other complaints for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: name and address: phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that after childbirth, the patient lost about 350ml of blood due to uterine atony. The surgeon placed a bakri tamponade balloon catheter into the patient's body through the vagina to stop the bleeding as treatment for postpartum hemorrhage (pph). When the balloon was placed for 20 ml of fluid injection, it was found that the balloon was leaking. The bakri ballon was replaced immediately. After the leakage occurred, the patient lost about 100ml of blood for a total estimated blood loss of 450 ml. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. No blood transfusion was performed. The balloon was not tested before use. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
Correction: confirmation was received that the date of event was 21aug2024 as reported in the initial MDR.

Manufacturer narrative:
B3, b5: corrected information received 26sep2024. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.